Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an unexpected restart alarm and a no delivery alarm. Customer states that insulin pump was turning off in the middle of the night. It was reported that battery was not in insulin pump for an extended period of time. Customer' s blood glucose was 373 mg/dl. Customer also reported a motor error alarm in an older insulin pump. Customer was advised that alarm history did not show a motor error alarm in previous insulin pump.